Event description:
Additional information received reported the leads did not migrate. The original cause of the patient being unable to charge was that the patient had a difficult time remembering how to charge. It was noted they would put in a non-rechargeable.

Event description:
It was reported that the patient had been unable to charge the battery and it would not charge. The implantable neurostimulator recharger (insr) blinked but didn¿t charge. This problem had been occurring for about two months prior. The patient had an appointment with a manufacturer representative that thursday after the report. The patient was still unable to charge the device so the device was not on at the time of the report. It was reported that the patient should not have to suffer another week worrying that the device was defective. The patient had a CT scan of her lumbar and thoracic area for this recently and would learn the results at an appointment. The device moved around in the pocket, and the patient couldn¿t remember when she noticed this.

Event description:
Additional information received reported the patient couldn¿t put her ins into MRI safe mode because the programmer was ¿broken¿ and thus, she couldn't get a MRI. The programmer ¿didn¿t charge or anything.¿ it was unclear what the issue with the programmer was. Two reps attempted to solve the programmer issue, but were unsuccessful. It is not clear when that occurred. The patient¿s programmer would not connect with the implantable neurostimulator (ins) because it was ¿not working.¿ the MRI was related to the device and ¿determining the issue.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient saw the physician and the manufacturer representative (rep). They were able to get the patient's device going again. The patient's device had the capability of charging, she just didn't like to have to wait for it to fully charge. Impedances were "fine" and the battery had a quarter of a charge. The patient was being sent for an x-ray to check on the device and make sure there was no other problem. The x-ray was to verify lead placement. The physician also noted they may need to replace the device. It was noted the patient didn't like charging and was not very good at following instructions, so the physician was considering substituting the rechargeable battery for a non-rechargeable battery to make the patient's life a little bit easier. It was later reported the patient's system was not working. The patient had stimulation for the first week after the implant, but hadn't had stimulation since then. The patient hadn't been able to charge the ins and the ins was dead at the time of this report. MRI eligibility couldn't be established since the health care professional (hcp) was unable to communicate with the system and the patient needed to work with the rep and physician to get the system checked again. The diagnostic imaging had not been performed at the time of this report. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the replacement had not been scheduled yet.

Event description:
Additional information received reported the patient was scheduled for an MRI on(B)(6) 2014for her implantable neurostimulator (ins). The patient had difficulty recharging stimulation due to her weight. The patient was doing good now.

Event description:
Additional information received reported the patient was scheduled for an MRI on (B)(6) 2014. The physician was checking to make sure the leads did not move. The patient was reportedly doing great. The patient had not reportedly charged her system in 9 months, thus she was not receiving effective therapy. The patient reportedly said she could not do it. A major training program had been done.